Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, the surgeons had just the hand piece in the hand. The shaft was loose on the hand piece. The device was received and evaluated. Visual inspection revealed that the rubber cap with the buttons was detached from the electrode. The connector is in good condition as well as the pins. The suction tube shows saline residues. The photo provided by the customer showed that the switch boot was loose. The device was sent to the supplier for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The rubber switch boot was not positioned correctly on the device; also, it did not reveal any damage. The active tip of the device shows signs of activation with tissue debris around the periphery and in the suction port; besides, the tube shows signs of saline residue. There a scratch marks on the active return cap. Finally, no visible damage on shaft, handle, and cable. The rubber boot was pushed back into position to allow assessment of the fit. No issues were highlighted with the boot correctly fitting into position against the handle. Supplier summary: the customer claimed that the shaft of the device was loose. From our investigation we were able to confirm. When inspected it was found that the rubber switch boot was in fact pushed forward exposing the coag buttons. The investigation did not highlight any issue with the boot and comparison with a stock item did not reveal any difference. A repeat of the boot retention verification test successfully achieved more than the required specification. We have been unable to determine the exact cause of the failure a CAPA request cr-has been initiated to investigate this failure mode further in an effort to determine root cause and identify any potential corrective actions. A manufacturing record evaluation was performed for the finished device lot number: u1911057, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the shoulder arthroscopy with vapr tripolar 90 suction elect the surgeons had just the handpiece in the hand. The shaft was loose on the handpiece. We had to use a new electrode. The device is available to be returned for evaluation. Additional information received from the affiliate reported there was a 5 minute surgical delay with no patient harm.